Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. The patient reported their implant was malfunctioning. They were advised to speak with their clinician as well as provided with the number for patient services. No patient symptoms were reported. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.